Event description:
The facility rep reported a colleague infusion pump with "failure code 570:320:844:0000", that occurred during pt infusion. After the failure code occurred, the nurse could not clear the failure code. The device was swapped out and the infusion was resumed. There was no pt injury or medical intervention reported. The facility rep reported that the male pt passed away a week later. No additional info is available at this time.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available.